Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon reviewing a merlin.net transmission, it was noted that the atrial lead exhibited intermittent under sensing. No patient symptoms or additional information was available at this time.